Event description:
Baxter product surveillance rec'd notification of an event from the int'l affiliate on 10/31/2006. A home pt (hp) reported finding a cracked minicap. The hp is visually impaired. Per the hp, he reported seeing betadine leaking through the fissures in the minicaps. The hp experienced 2 episodes of peritonitis, the first 23 days previous (hp is uncertain if a cracked minicap was used in therapy) and the second episode a month later. The hp was treated with vancomycin and tobramycin. Pt has made a full recovery.

Manufacturer narrative:
Baxter product analysis laboratory rec'd 12 unused minicaps for eval. The complaint could not be confirmed in the lab. The samples were visually inspected and functionally tested. No defects were observed. The batch review for the reported lot gave no indication or exceptions to the related complaint. The root cause of the complaint could not be determined. Renal product surveillance and quality engineering, along with plant mfg/quality personnel, will continue to monitor this product line for trends and will take corrective /preventative action as appropriate. A medical eval has been performed, the conclusion is as follows: it is possible that a crack occurred because the minicap was over torqued and that it led to a subsequent breach of the sterility barrier, but it is unlikely that the crack is related to a device malfunction.